Event description:
As the surgeon was inflating the balloon intravascularly, the balloon ruptured. It was at a low pressure, no harm was caused to the vessel. Surgeon examined the balloon after taking it out of the vessel, balloon intact.